Manufacturer narrative:
Based on the claim against the product by the customer noting persistent issue on psm3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the reported complaint was confirmed, and non-intuitive motion occurred due to the finding of loose sterile adapter on the psm3. Fse replaced the entire psm3 assembly. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Investigation confirmed physical damage on the psm sterile adapter assembly. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy right surgical procedure, the instrument's jaw installed on the patient surgical manipulator 3 (psm3) was unable to be opened. The clinical sales representative (csr) noted that the jaws of the instrument on psm3 was opening prior to the reported event occurring. The reported complaint continued to persist after the customer had reseated the instrument. The customer received phone assistance from tse. The customer was advised to reseat the sterile adapter with psm3 standing vertically. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument involved with the reported event was the double fenestrated grasper instrument. The customer clarified that the jaws of the instrument were not closed on tissue. The alleged non-intuitive motion that the customer experienced occurred when the surgeon was attempting to manipulate the instrument from the surgeon side console. There was no instrument or arm interference. There were no external collisions. The customer was able to resolve the reported event by re-seating the sterile adapter. The customer noted that the reported movement was persistent. The user continued with the procedure using the same system. No known impact or patient consequence was reported.